Event description:
On (B)(6)2009, this pt was implanted with two gore tag thoracic endoprosthesis to treat a thoracic aortic arch aneurysm. Prior to the implantation, but during the same procedure, a right common carotid to left common carotid bypass procedure and a coil embolization to the left subclavian artery were performed. The most proximal tag device intentionally covered the left common carotid and the left subclavian artery. During the procedure, there was 2,750ml of blood loss. After the procedure on the same date, the pt experienced cerebral infarction and intestinal necrosis. The physician treated the cerebral infarction with administration or medication. On (B)(6) 2009, a surgery was performed to remove the necrotic area, and parts of small and large intestine were resected. On (B)(6) 2009, the pt presented with renal failure due to renal artery embolism. Hemocatharsis was provided. On (B)(6) 2009, the pt experienced several cerebral infarctions and multiple organ failure. The pt was treated with medication without success, and then expired.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications.